Manufacturer narrative:
There were no evo-20-25-15-e devices of lot number c804705 in stock at the time of the complaint investigation. The device involved in this complaint was not returned; therefore, the customer complaint could not be confirmed. With the information provided, a document based investigation was carried out. As the device was not returned and the actual use conditions cannot be replicated in the lab, the customer complaint could not be confirmed the cause of the complaint could not be conclusively determined. Prior to distribution, all evolution esophageal stent systems are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot #c804705 revealed no discrepancies that could have caused the complaint issue. The notes section of the instructions for use that accompanies this device, ifu0061-4 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Step 6 of ifu0061-4 includes the following instruction: "if stent repositioning is required during deployment, it is possible to recapture stent. Note: it is not possible to recapture stent after passing point-of-no-return, indicated when red marker on top of introducer is passed the point-of-no-return indicator on handle." The warnings section of ifu0061-4 warns the user "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa." The complaint information provided indicated that the physician was deploying the stent without any problem until the point of no return, once the stylet was removed the delivery system no longer functioned. It should be noted that for this complaint the introduction system could have been removed with the stent attached. There have been no adverse effects to the pt as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Once installed the wire guide, the doctor proceeded to release the stent, which is smooth. Once reached the point of no return, the stylet removed the system locked up, making it impossible to release the stent. On (B)(6) 2012, confirmed from customer, the physician was deploying the stent without any problem until the point of no return, once the stylet was removed the delivery system doesn't work, sounding as it was lockout. For this reason, the physician completely removed the stent and used a competitor's esophageal evolution stent to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.